Event description:
New information received noted that the patient followed up in clinic on 9/9/2019. No tests were done to confirm myopotential oversensing. The cardiac resynchronization therapy defibrillator was reprogrammed. The patient experienced no symptoms.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the cardiac resynchronization therapy defibrillator exhibited several episodes of right ventricular oversensing. It was believed these episodes were a result of oversensing myopotential. Programming changes were discussed. There were no reported symptoms.